Event description:
A malfunction was reported on a pump by the caller, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, which resolved the malfunction as it did not recur. The customer was advised to continue using the pump and to contact support again if the issue arises.